Event description:
Part of tip fell off during procedure-not discovered until after surgery was complete. Device was working at beginning of case and stopped working part way through the procedure. Device was put aside and a second tacker was used to complete the procdure. Device was examined three days later by sales rep who reported that a piece of the tip was missing. Hospital is confident the piece was "left behind." Further detail received indicated two straight shots went though patient's abdominal wall and were removed. The patient was reportedly doing fine.

Manufacturer narrative:
Complaint confirmed for broken tip and straight shots. Straight shots were caused by the broken tip. The tip appeared to have been exposed to some type of excessive stress causing the tip to break.